Manufacturer narrative:
This supplemental report is being submitted to correct the initial MDR submission, section g4 and provide additional information in section h10. Manufacturing and quality control review was performed for the affected serial number, (B)(6) without showing any non-conformities or deviations regarding the described issue. A device history record (DHR) review was performed by the OEM. The DHR review showed that the device, wb91051w, was manufactured according to valid instructions and met all specifications.

Manufacturer narrative:
Based on the evaluation, the reported complaint was confirmed. Monopolar 1 cut and coag functions are reversed when using the monopolar handpiece (valley lab standard). When the yellow cut switch is pressed, coag is activated. When the blue coag switch is pressed, cut is activated. Malfunction due to the internal cable connection on the monopolar 1 socket. The blue and yellow leads of the cabling are not in their respective corresponding positions on the monopolar 1 socket. The root cause is due to in-house servicing error.

Event description:
The manufacturer was informed that the unit is producing several communication errors during use. The user facility performed troubleshooting and narrowed the issue down to the link out port on the unit.